Event description:
It was reported that when the pacer dependant patient presented to the hospital, intermittent oversensing resulting in inhibition of pacing was noted. All lead measurements were normal. The ICD and the leads were replaced. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.